Event description:
A consumer reported that her thermometer allegedly provided inconsistent and inaccurate readings on her 2 year old child. The device allegedly displayed a temperature of 38.5°c. Due to the child's condition, an ambulance was reportedly called. A healthcare professional measured a temperature of 40.3°c. The child was later diagnosed with croup and treated with steroids. The current health status of the patient is reported as improving. Kaz USA, inc. Has requested that the device be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.